Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient had been admitted to the hospital for decompensated heart failure. Upon interrogation of the pacemaker, a code displayed which indicated a memory error and the device was noted to have reverted to safety mode. Boston scientific technical services (ts) was consuled and recommended explant of the existing pacemaker. The field representative noted the patient was already scheduled for a device change out procedure. The pacemaker was explanted and replaced two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.